Manufacturer narrative:
Final analysis of the pump revealed no anomaly found. The catheter was returned for analysis in segments. Final analysis of the catheter revealed a broken catheter body.

Event description:
Additional information: following replacement patient recovered with sequel which has been reported in manufacturer report # 3007566 237-2012-00001. Currently it was noted that the patient was "doing great" at a pump dose of 50mcg/day.

Event description:
The patient's pump administered lioresal (2000 mcg/ml) at 2100 mcg/day with questionable effect for "many months." The patient underwent a pump and catheter replacement procedure on (B)(6) 2011. In the operating room, the catheter was noted to be lumbar in termination; and no cerebrospinal fluid flow was determined in regards to a catheter access port test. Upon removing the spinal catheter it was found to be extremely fragile, and had broken in several pieces. The catheter also broke in the pump pocket on attempts to remove it. The catheter was indicated as being 17 years old. When the pump was removed, the connector was found to have had no sleeve on it. A new catheter was placed; and the new pump was filled with lioresal (2000 mcg/ml) and started with a dose of 300 mcg/day.

Manufacturer narrative:
Concomitant medical products: catheter model 8703tts lot# n21930, implanted: (B)(6) 1994, explanted: (B)(6) 2011; catheter model 8596 serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.